Manufacturer narrative:
On 17-sep-2024, the product investigation was completed as the complaint device was not returned. D4 primary UDI number has been updated to (B)(4). Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31329289l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required surgical intervention. The smart touch sf catheter was in la (left atrium). Despite the physician feeling that the smart touch sf catheter did not touch on the myocardium, electric potential could be confirmed. Moreover, the physician could not manipulate the catheter as they intended. When checked by echocardiography, cardiac perforation was confirmed. After the emergency transport to (B)(6) hospital, open chest surgery was performed. Patient improved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-sep-2024, bwi received additional information indicating that the physician could not manipulate the catheter as intended due to complicated anatomy. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).